Manufacturer narrative:
Model number: 72404155, serial number: (B)(4), batch/lot number: 147832011. Model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patients inflatable penile prosthesis (ipp) implant is not inflating. The patient was originally implanted with the ipp device in early (B)(6) 2016. On (B)(6) 2018 and (B)(6) 2018 the patient was not able to inflate his device. The patient states "the check valve would not 'pop' into place." The patient tried multiple positions and techniques to get the pump valve to "pop over" but was unsuccessful. On (B)(6) 2018 the patient was able to get his device to inflate. The patient then continued to use his device every other day and sometimes every day. On (B)(6) 2018 the patient was again unable to inflate his device and has not been able to inflate it ever since then. The patient has tried multiple positions and techniques to get his device to inflate but has not been successful. The patient met with a surgeon early (B)(6) 2018. The surgeon was not able to resolve the problem and has referred the patient to another specialist. No patient complications were reported in relation to this event. As the complaint component remains implanted and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.